Event description:
The pt reported that the meter was not powering on. She was sweaty, had loss of energy, was weak, had "scary sensation", and was trembling at the time of concern. She had tested on the subject meter while experiencing the symptoms. The last date and approximate time of testing was 10 days earlier at 9:30pm. The pt contacted emergency svs and received food and/or beverage for treatment. Prior to receving medical attention, she had performed a blood glucose test with a backup meter: however, she did not provide any results (on the medical professional meter or the back up meter). At the time of troubleshooting, it was verfied that this was not a new product. The pt was asked to press the power button, but the meter did not turn on. The battery was checked and it was correctly installed. The battery was last replaced less than a year ago and the condition of the battery contacts was good. This complaint is reported as an adverse event because the pt was not able to test on the reported meter and she received treatment associated with hyperglycemia by a medical professional. It would be helpful to know how long the pt was not able to test on the reported meter and what the blood glucose readings were on the medical professional's and the backup meter were. A replacement meter, control solution, and test strips were sent to lay uer/pt.